Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 551 mg/dl. The customer¿s other blood glucose was in the 200 mg/dl and 343 mg/dl. The site was changed and the blood glucose continued to rise. A manual correction via syringe was given. By early afternoon, the blood glucose was in the 300 mg/dl with ketones of 1.6. Another site change was performed as well as another syringe correction. A few hours later, the blood glucose was back down to 181 mg/dl and ketones were 0.1. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.